Manufacturer narrative:
The alleged broken device, trs100sb2, is not expected to be returned for evaluation and review. It was disposed of at the user facility. This complaint of a broken device is unable to be verified and a root cause cannot be determined. A two year complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use: only physicians trained in techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electrosurgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system. If redeployment is required, retract the handle to cinch the bag and then remove through the body cavity orifice. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The trs100sb2, tissue retrieval system, device was reported to have had the tissue bag become detached from the device inside the patient. All pieces were retrieved, and it was reported that there was no harm to the patient. To further assure all information was gathered, the reporter was contacted via email. That contact found the procedure was completed as normal with no delay or cancellation. And there was no medical intervention required for the patient; nor was there any extended hospital stay. Based on the information received and the decision tree results, this does meet the definition of a reportable event. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence.